Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper method of connecting anspach drill to the console. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during set up for a navio assisted surgery, error came on the anspatch console when the anspach emax 2 plus hand piece - rohs was connected. The issue was persistent even after restarting the machine. The procedure was completed, with a delay (less than 30 minutes), using a back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference case(B)(4). Section: h3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper method of connecting anspach drill to the console. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.